Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject not turning on meter began on an unspecified time of the day on (B)(6) 2011. She stated that she manages her diabetes with humalog, lantus, actos, and metformin and due to the alleged issue she continued taking her usual medication routine. However, on an unspecified time on (B)(6) 2011, she ate less food/drink. The patient claimed on an unspecified time on (B)(6) 2011, after the alleged issue, she became sweaty and was urinating frequently. She denied receiving any form of medical intervention due to her symptoms. During the initial call with customer service, the agent noted that the patient was using the correct test strips and there was no information of misuse. The cca confirmed that the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.